Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in two parts. One lens haptic was observed distorted and the other detached. Loose particles were observed on the lens optic body. The condition observed in the lens optic and lens haptics is consistent with a lens that has been handling with sharp surgical tools and cut due to explant process. The reported complaint of ¿lens shifted¿ was not verified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for proper use and handling of the device. The manufacturing record review was performed. All tests results showed a pass condition. No deviation or no non-conformance (ncr) related to the customer claim was generated. The units were released in compliance with the product intended use as required. The manufacturing records were performed according to the product specification.

Manufacturer narrative:
UDI #: (B)(4). Age at time of event or date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had retina surgery and as a result, felt that the lens shifted. The patient reported of seeing double vision, and the lens was explanted from the left eye in a secondary procedure and a lri61se lens was implanted. No further information was provided.

Manufacturer narrative:
(B)(4). Report source: add company representative. All pertinent information available to abbott medical optics has been submitted.